Event description:
A pt with a history of coronary artery disease, coronary artery bypass graft and recent coronary stent placement, developed a thrombosis 2 minutes after the stent was deployed. The pt had one stent implanted in the saphenous vein graft. The graft completely thrombosed immediately following stent deployment. The physician attempted to open the saphenous vein graft with retavase, verapamil and percutaneous transluminal coronary angioplasty without success. Because the pt was asymptomatic with minimal EKG (electrocardiogram) changes the procedure was ended. The pt was stable at the end of the case.